Manufacturer narrative:
(B)(4) (revision surgery) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the patient underwent l1-5 posterolateral fusion. The 5.5/6.0 was used in the surgery. Post-op the patient had radiculopathy due to deviating of screw at l4-5. Revision surgery was performed wherein l4, l5 screws and a cross link were removed and part of the rod was cut in the process. It is unknown whether the patient symptoms have been resolved. Screws at both sides of l4/5 deviated to caudal. The screws were implanted with navigation (s7, CT base) as an extra fixation. L4/5 was relatively stable so the screws were removed in revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.